Manufacturer narrative:
The system was serviced in the field. And it was noted, that there was an out of box failure with the mobile viewing station (mvs) computer received. The locking door was pushed in and could not be opened. A new part was ordered. The mobile viewing station (mvs) computer was replaced. And the system could communicate with stealth, but could not send to pac's. All dicom information was verified. And a new mac address was sent to the site. The system checkout was completed and the system was fully functional. Evaluation codes that apply to this testing: b01, c0201, d02, the kit svc o2 bi71000823, mvs ser 4.1.0 (rev. 2 - s/n#: (B)(6)) and kit svc o2 bi71000823, mvs ser 4.1.0 (rev. 2 - s/n#: (B)(6)) have been returned to the manufacturer. However, analysis has not been completed. Evaluation codes that apply: b21, c21, d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the mvs computer (lot number: rev. 2 - s/n: (B)(6)) was returned to the manufacturer for analysis. Analysis found that the reported video issue could not be confirmed. No failure was found with it while under testing. The mvs computer (lot number: rev. 2 - s/n: (B)(6)) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; the server was damaged. The door was jammed and it was not possible to open and close. Analysis found that the reported event was related to a mechanical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: b i71000823, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was experiencing intermittent video issues. There was no patient involvement.